Event description:
It was reported there was no telemetry and no magnet response. The device had last been checked a month previously, with acceptable battery voltage. Premature battery depletion was questioned and the device was explanted and replaced. Additional information reported the patient had presented with complaints of shortness of breath, fatigue, dizziness, and chest tightness at the time of the telemetry issue. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary preliminary testing confirmed the reported no telemetry and no output. Further analysis found this was the result of lifted b- hybrid bond wires.